Event description:
My (B)(6) y/o son was hurt while he was sleeping with his bedwetting alarm. This alarm has a serious defect which caused the problem. I set up the device and my son was in pain 30 mins into his sleep because he was burnt by the alarm. Although not serious, the incident was worth reporting as it's a reliability issue with the alarm that made it overheat and injure my son. He has suffered skin burns and this is a traumatic experience for him. He is in shock and scared to use an alarm for his enuresis treatment. This system has actually cause more damage than benefit. FDA safety report ID# (B)(4).